Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the pump was reset to clear the malfunction alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 127 mg/dl.